Event description:
The patient reports that the piece in her freedom pump that holds the syringe in place is broken. It is unknown if the patient missed a dose or experienced any adverse events. It is unknown if the broken pump is still on hand for return. No further info was provided. Pump used to infusion hizentra at above rate and frequency. Indication: nonfamilial hypogammaglobulinemia; atopic dermatitis, unspecified; common variable immunodeficiency, unspecified; rheumatoid arthritis, unspecified; systemic lupus erythematosus, unspecified. Lot number unknown. Mfg: koru medical system. Reported to (B)(6) by pt/caregiver.